Manufacturer narrative:
(B)(6). Follow-up #1: date of submission 08/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: the display contrast had changed to red tint. The battery cap was not returned; therefore, a test cap was used during investigation. .

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.